Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, an 18f manta was deployed for closure. The vasculature was noted as having moderate calcification. Deployment depth was measured at 5.5 + 1. No issues were noted advancing or withdrawing the sheaths. Oozing was present following deployment. A post-angiogram revealed the pigtail was too low and only showed left side. The physician immediately reached for a scalpel and began a surgical cut-down. Due to insufficient information pertaining to the procedures, no angiograms submitted, or device returned, a root cause for this investigation cannot be determined. The IFU was reviewed and precautions: if bleeding from the femoral access site persists after the use of the manta device, the situation should assessed. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Oozing from the puncture site is a known potential adverse event associated with any large bore intervention, including the use of the manta vascular closure device. Procedure preparation: confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician deployed 18f manta with clinical specialist. There was a consistent ooze and the clinical specialists asked the physician to take a contralateral view of the vessel, however, the pigtail was in the incorrect position and the physician had already reached for a scalpel and began the cutdown process. Patient was discharged home the next day.